Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was over 400 mg/dl at its highest and a correction bolus was delivered to address the bg levels. It was reported that the customer would clear the alarm and resume insulin deliveries or at times would change their infusion set sites. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. During a follow-up, the customer reported received additional occlusion alarms. The customer's bg level was not provided. The contact reported that the customer was to use manual injections for insulin therapy.

Manufacturer narrative:
Concomitant products: added infusion set type.